Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The longevity of the device has been lower than expected by the physician. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.